Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water tightness was lost due to deformation of the up and down knob. It was also observed that the right and left knob did not move smoothly due to damage on the body control unit. It was observed that the adhesive of the bending section cover had a crack and a scratch due to chemical or physical stress. It was also observed that the mouthpiece was loose due to rotational stress of the water supply connector when attached to the scope connector. It was observed that the image guide protector had a chip due to handling. It was also observed that the connecting tube and the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. It was observed that the light guide lens, objective lens, and the control unit had discoloration due to chemical stress. It was also observed that the suction cylinder was shaved due to a handling issue. Lastly, it was observed that the electrical connector had discoloration due to water leakage due to water invasion in the device. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: right and left knob, up and down knob, lock engagement knob, lock engagement lever, plastic distal end cover, connecting tube, scope connecting cover, protector of universal cord on the scope connector side, protector of universal cord on the control section side, universal cord, flexibility adjustment ring, grip, scope cover, control unit, switch box and on switch 1. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope had a reduced angulation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.